Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A pocket revision was performed due to the site not healing properly. There was no device malfunction noted, and infection was not suspected. The pocket revision was performed successfully and the patient was in stable condition following the procedure.